Event description:
It was reported that the metal fiber tip broke during the procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber did not identify any fiber breaks. Analysis identified that the outerflow tube was wrinkled. The glass cap exhibited mild devitrification at the output window. The fiber was tested with hene laser fixture, and there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the metal fiber tip broke during the procedure. The procedure was completed with another device. There were no patient complications.